Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor memorygel breast implant 350cc gel breast prosthesis, catalog #3543507, lot #232007. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) who underwent a breast augmentation revision procedure with a mentor memorygel breast implant 350cc gel breast prosthesis developed a palpable abnormality in the left breast. The patient had an ultrasound on (B)(6) 2019 where abnormal cortical thickening of axillary lymph node was noted (birads 4). The patient underwent ultrasound-guided biopsy of the left axillary lymph node on (B)(6) 2019 due to suspicion of silicone laden lymph nodes. Findings correlated with clinical suspicion. The results of the biopsy were fibrosis, granulomatous inflammation, focal necrosis and few clusters of eosinophils. No polarizable material identified on polarized light microscopy, and no atypia, calcifications or malignancies were seen. It is unclear whether the device was ruptured or gel bleed occurred. As a result, the patient underwent explantation on (B)(6) 2019.

Manufacturer narrative:
On 03/09/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 03/14/2019, the mentor product analysis lab received the device for evaluation. On 03/22/2019, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the gel contained in the device appears clear. Red and orange material was observed within the device. Black material was observed on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 1.0 cm within parallel lines of shell wear were running from the anterior aspect to the posterior aspect, suggesting in-vivo folding or creasing of the device. No other anomalies were discovered. Since this product investigation is related only to an adverse event, is not possible to address any failure or damage of the device to a patient injury. Necrosis may prevent or delay wound healing and require surgical correction, which may result in additional scarring and/or loss of tissue. Implant removal may also be necessary. Necrosis is a known complication associated with these devices and is referenced in our current product insert data sheet. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. Manufacturer¿s reference number: (B)(4).